Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. An instrument related issue could not be ruled out or confirmed as a contributing factor of the event. Multiple condition codes posted on the vitros 5600 integrated system around the time of the event and prior to the attainment of the higher than expected patient sample results. A within run precision test performed on the vitros 5600 system was not fully processed according to ortho guidelines and the results, therefore, could not be used to adequately evaluate the performance of the instrument. Based on historical quality control results, a vitros tropi es lot 4030 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4030. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed non-reproducible, higher than expected, vitros tropi es results obtained from two different patient sample tested on a vitros 5600 integrated system. Patient sample 1 result of 0.292 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.256 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).